Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("medical device removal / a coiled piece of gray metal consistent with an essure coil is present within the soft tissue near the proximal margin. / left essure tubal coil protruding through left fallopian tube and attached to mesentery of sigmoid col"), device breakage ("a coiled piece of gray metal consistent with an essure coil is present within the soft tissue near the proximal margin.") And embedded device ("medical device removal / a coiled piece of gray metal consistent with an essure coil is present within the soft tissue near the proximal margin. / left essure tubal coil protruding through left fallopian tube and attached to mesentery of sigmoid col") in a 31 year-old female patient who had essure inserted (lot no. B59458) for female sterilisation. The patient had a medical history of chronic cervicitis, adenomyosis, endometrial disorder, vomiting, nausea, spontaneous abortion (full term 2; spontaneous abortion 1; living 2.), parity 2, multi gravida, breast cancer, stroke, hypertension, cancer, tubal ligation, tonsillectomy, anxiety, depression, ulcerative colitis, covid-19, pregnancy, gerd and asthma. Previously administered products included: . On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 3086 days after essure insertion, she experienced fallopian tube perforation (seriousness criterion intervention required) and embedded device (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced device breakage (seriousness criterion medically important). The patient was treated with surgery (abdominal hysterectomy bilateral salpingectomy). At the time of the report, the outcomes for fallopian tube perforation and embedded device were unknown. The reporter considered device breakage, embedded device and fallopian tube perforation to be related to essure administration. The reporter commented: more than one essure related surgery-no. Discrepancy noted : insertion date as per argus (B)(6) 2014 and as per mr 18dec2013. Discrepancy noted : removal date as per argus (B)(6) 2022 and as per mr 31may2022. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] (date unknown): patient has not had a hysterectomy last menses was (B)(6) 2013. [Hysterosalpingogram] on (B)(6) 2014: no evidence of contrast spillage from either fallopian tube. [Pregnancy test] (date unknown): negative. [Smear cervix] on (B)(6) 2022: negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 28-dec-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("medical device removal/a coiled piece of gray metal consistent with an essure coil is present within the soft tissue near the proximal margin. Left essure tubal coil protruding through left fallopian tube and attached to mesentery of sigmoid col"), device breakage ("a coiled piece of gray metal consistent with an essure coil is present within the soft tissue near the proximal margin.") And embedded device ("medical device removal/a coiled piece of gray metal consistent with an essure coil is present within the soft tissue near the proximal margin. Left essure tubal coil protruding through left fallopian tube and attached to mesentery of sigmoid col") in a 31 year-old female patient who had essure inserted (lot no. B59458) for female sterilisation. The patient had a medical history of chronic cervicitis, adenomyosis, endometrial disorder, vomiting, nausea, spontaneous abortion (full term 2; spontaneous abortion 1; living 2.), parity 2, multi gravida, breast cancer, stroke, hypertension, cancer, tubal ligation, tonsillectomy, anxiety, depression, ulcerative colitis, covid-19, pregnancy, gerd and asthma. Previously administered products included: depo-provera. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 3086 days after essure insertion, she experienced fallopian tube perforation (seriousness criterion intervention required) and embedded device (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced device breakage (seriousness criterion medically important). The patient was treated with surgery (abdominal hysterectomy bilateral salpingectomy). At the time of the report, the outcomes for fallopian tube perforation and embedded device were unknown. The reporter considered device breakage, embedded device and fallopian tube perforation to be related to essure administration. The reporter commented: more than one essure related surgery-no. Discrepancy noted : insertion date as per argus (B)(6) 2014 and as per mr (B)(6) 2013. Discrepancy noted : removal date as per argus (B)(6) 2022 and as per mr (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] (date unknown): patient has not had a hysterectomy last menses was (B)(6) 2013. [Hysterosalpingogram] on (B)(6) 2014: no evidence of contrast spillage from either fallopian tube. [Pregnancy test] (date unknown): negative. [Smear cervix] on (B)(6) 2022: negative. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: mr received: event: "medical device removal updated to fallopian tube perforation", new event device breakage added. Lot number added. Reporters information, race information, medical history and lab data were added, product insertion and removal date event onset date updated non drug treatment and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 31 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 3042 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-apr-2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 31 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 3042 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.